Event description:
During a shoulder arthroscopy, tip of blade was broken off. Broken fragment was very small and could not be located on x-ray. Blade fragment is still missing. No adverse effect on pt.